Manufacturer narrative:
The field service engineer replaced the sipper and measuring cell and cleaned the liquid flow path. He confirmed that the analyzer was working according to specification after service. The investigation was unable to determine a specific root cause, as multiple parts were replaced and cleaned. The issue was resolved after the service actions.

Manufacturer narrative:
The reagent lot number was 850880. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ca19-9 results from the cobas e 801 module. The initial result was 19.4 u/ml, and the repeat result was 35.5 u/ml.